Event description:
It was reported the patient's scs ipg became inoperable (confirmed using external devices) as a result of not being charged. The scs ipg was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.